Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. The ventilator was investigated on site by our field service engineer. Review of the provided logs shows that the unit failed internal leakage test, pressure transducer test and gas supply test. Issue was resolved by replacing the expiatory cassette membrane. No root cause can be established for the reported issue. Pressure transducer test calibrates and checks the inspiratory and expiratory pressure transducers. The new zero value for the pressure transducers may not differ more than ±5 cmh2o from factory calibration. During this test, the different subsystems concerned are compared. The internal leakage test checks the internal leakage, with test tube connected, using the inspiratory and expiratory pressure transducers. Checks that the leakage at 80 cmh2o is maximum 10 ml/min. Checks that the measured pressure values differ less than 5 cmh2o between insp. And exp. The gas supply test check that air is connected and that o2 and air supply pressure measured by the internal gas supply pressure transducer is within 200¿600 kpa (2000¿6000 mbar), and that the values between mon and bre differ less than 20 hpa (mbar). The test also checks that the air and o2 supply pressure differs less than 100 hpa (mbar) during the test.